Manufacturer narrative:
The device was returned in a small vial. Visual inspection found no visual damage to the lens and debris and clear residue on the lens. (B)(4).

Manufacturer narrative:
Corrected data: in MDR follow-up #1, referred to claim# (B)(4). Should instead refer to claim# (B)(4). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.0/+2.0/92 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.